Event description:
User facility reports one incident of a cracked or broken injection site found during access of the site 8 minutes into hemodialysis treatment. Due to potential for contamination the blood volume in the arterial line was discarded resulting in ebl = 86cc. No pt injury or need for medical intervention is reported. MDR is filed for blood loss only.